Event description:
On (B)(6) 2014, the patient underwent endovascular repair of a right common iliac artery aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient¿s proximal neck was angulated, and a trunk ipsilateral leg component (rmt281216j/12113340) was deployed below the angulated neck. Also as the right internal iliac artery (riia) was intentionally covered by an iliac extender component, the riia was coil-embolized. An intra-procedure imaging showed a suspected type ii endoleak, but the procedure was concluded with a wait-and-watch approach taken to the endoleak. On (B)(6) 2015, a follow-up computed tomography (CT) revealed that the aneurysm diameter had enlarged to 64mm from 62mm which had been measured prior to the initial procedure. Reportedly, the proximal neck had also been dilated. On (B)(6) 2015, another follow-up angiography showed a proximal type I endoleak. On (B)(6) 2015, two aortic extender components were implanted proximally to treat the proximal type I endoleak. An intra-procedure imaging revealed that the endoleak was resolved, but a type ii endoleak originating from a lumbar artery was newly present. The reintervention was concluded with a wait-and-watch approach taken to the type ii endoleak. It was reported that dilatation of the proximal neck could be attributed to the proximal type I endoleak.

Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.